Event description:
It was reported that: "the patella clamp would not stay locked. Surgeon indicated that the clamp did not have enough travel to fully clamp the patella; surgeon used a stack of towels."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.